Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that the teflon pad had separated from the grasping section exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Cross-reference: MFR report # 2951238-2015-00483.

Event description:
Olympus was informed that during a therapeutic laparoscopic vaginal-assisted hysterectomy (lavh) procedure, the handpiece did not work. A second device was used but it exhibited the same phenomenon. A third device was successful in completing the intended procedure. There was no patient injury reported. No further details were provided. This is two of two reports.